Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+3.5/99 diopter, in the patient's right eye (od) on (B)(6) 2014. The patient experienced low vault and lens rotation. On (B)(6) 2016 the lens was exchanged for a longer lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the vial. Visual inspection of the returned product found a small piece of haptic torn off and missing. There was evidence of clear residue and debris on the lens. Claim # (B)(4).